Event description:
Complainant's 9-yr-old blind cerebral palsy daughter uses the wheelchair. The handle/back support bar broke in 4/93. It was repaired or replaced and she is not sure which side broke. Now the same type of break occurred again. She is not sure if it is the same side or the other. The local dealer has backorder for a replacement bar. Although no injury has occurred, the seat back dropping could cause injury. The seat back support bar broke at the point where the third screw from the top attaches the back to the bar. A temporary repair the first time was done by a metal shop and the repairman stated the metal was not strong enough for the job. Later a replacement bar was installed by the dealer.